Event description:
The company was informed that the pt required additional magnets to improve headpiece retention due to swelling at the implant site. The pt was treated with medication (type unk) for the swelling. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.